Manufacturer narrative:
Insulin pump received with broken reservoir tube lip. A test reservoir was installed and did not lock in place due to complete broken reservoir tube lip.

Event description:
Customer reported via phone call that the insulin pump had cosmetic damage and piece was missing at the reservoir. Customer's blood glucose level was unknown. Customer reports that reservoir was able to lock in place. Customer was advised to revert to backup plan. Insulin pump will be returned for analysis.